Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) reading was over 500 mg/dl with large level of ketones and vomiting. It was reported that the patient was treated by the medical professionals at the emergency room with intravenous fluids and insulin via injection. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that the pump alarmed for occlusion at random during the rewind/load step. It was reported that pump reboot did not resolve the issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged issue with occlusion alarms of unknown causes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of the black box data found the reported occlusion alarm two days prior to the event date in the mid afternoon and delivery was resumed about hour and a half later. Additionally, there were records of three other occlusion alarms in the alarm history. Total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Unrelated to the complaint, the display was found to have a discolored contrast. The bolus button cover was torn while the button was responsive. A battery compartment crack was found below the grip pad. Pump casing was opened and there was no evidence of moisture intrusion but the pump motor connector wire was found not fully seated. (B)(4).